Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, torn display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn 000321014670, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 30-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn 000321014670, perform the history review 1 week prior to the event date 30-sep-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. The history review also covers both related svn's 000320995253/000320983713 and the 2 days prior their event dates. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia) or high bgs (hyperglycemia). Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the pump was not working (a possible over-delivery anomaly). Blood glucose value at the time of the event was 46 mg/dl. The customer was treated with hospitalization and carb intake. The event involved product(s) mmt-1884, mmt-342g, mmt-431ak, and mmt-7040a. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ak. No product return is required for mmt-7040a.